Manufacturer narrative:
It was initially reported that there was thrombus found in this device. However, additional information was received that this device was not associated with the reported event. There is no evidence of a product malfunction or an adverse event associated or any other event with this device that requires submission of a regulatory report. Therefore no additional reports will be forthcoming. The patient initially presented with left internal iliac artery stenosis. There was a lot of calcification with a small aortic bifurcation of 14x15mm. Kissing stent was performed in both legs. After 3 months everything was fine. After one year still everything was fine. Then there was occlusion in left leg. It was treated by pulling back the thrombus and implanting a non cordis stent. It resolved the left aie stenosis. This is one of 3 products involved with the reported event and the associated manufacturer report numbers are 9616099-2019-03286 and 9616099-2019-03287.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information patient and procedural details have been requested and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported event but only 1 of the associated manufacturer report numbers is currently available 9616099-2019-03286.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 22 mm aortic bifurcate, one 10 mm x 10 cm iliac limb and one 13 mm x 10 cm iliac limb. The devices will not be returned for evaluation as they remain implanted.